Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an axios electrocautery-enhanced stent and delivery system implanted to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) with stent placement performed on an unknown date. According to the complainant, on (B)(6) 2016, approximately 5 weeks after the stent was placed, the physician attempted to remove the stent using rat tooth forceps during a planned stent removal procedure. Upon attempted removal, the patient began to bleed. It was reported that the patient lost approximately 500 cc's of blood in 5 minutes. The physician monitored the bleed, which resolved on its own, and halted the procedure. A CT scan was performed and showed involvement with the splenic artery. The physician successfully removed the stent on (B)(6) 2016, with some additional bleeding (300 cc's). The bleeding resolved without any further intervention, and a post-procedure angiogram confirmed that the patient was fine. The patient's pancreatic pseudocyst was reported to have resolved and the patient's current condition was reported to be stable.